Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "will not secure attachment" was confirmed. During the pre-repair diagnostic assessment, the screw set did not secure the device. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6) stating the device will not secure attachment. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.